Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device when powered on, the selected energy went directly to 360 joules instead of 200 joules. Complainant indicated that one of the energy select buttons is stuck down. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Only the main control panel was returned to zoll technical svc for eval.